Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level 500 mg/dl. Customer stated that the side battery compartment was cracked. Customer was treated with manual injection. Customer was not using auto mode. The insulin pump will not be returned for analysis.